Manufacturer narrative:
The device had not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report#: 2134265-2009-03825. It was reported that prior to a percutaneous coronary interventional (pci) procedure, a rotawire fracture occurred. During preparation of the rotalink plus, rotational test was performed outside the pt's body and the rotablator guide wire broke into two at that 1.50mm burr. The procedure was successfully completed with another of the same device. The device had no contact with the pt.